Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) programming was preventing the ipg from storing accurate information about the atrial fibrillation counters. Reprogramming was done which allowed atrial high rates to be listed. The ipg remains in use. No patient complications have been reported as a result of this event.